Manufacturer narrative:
Device manufacture date is 08/27/2015 through 08/29/2015. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the safety cover shielded the tip of the needle. Microscopic inspection revealed no defects. Testing included assembling the catheter of a retention sample to the inner needle of the returned sample and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the device history records was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the nurse put the inner needle on the paper towel after the performed puncture; after the procedure, the nurse wrapped the inner needle up a paper towel and at the moment, is when the needle stick occurred; when the nurse checked the needle condition after the needle stick, the safety cover did not shield the tip of the needle and stayed at the middle of the needle tub; and it is unknown if the nurse was infected or not.